Event description:
It was reported that a spectrum iq pump had a blood which was backing up in the central line of the magnesium pump. The infusion parameters were: 25ml/hour rate, 17.9ml volume to be infused (vtbi) at 0043 in a primary bag of 2g/50ml magnesium sulfate. This occurred during infusion at the critical care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo's showed an IV line with blood in the line however additional conclusions cannot be drawn from the photo's provided. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.